Event description:
It was reported that patient came in for a routine checkup and it was observed through x-rays that some of the tibial tray screw threads were visible indicating loosening of the screw. Revision surgery is not planned at this time. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4)